Event description:
Related manufacturer reference number: 2017865-2023-18789. It was reported that an asymptomatic patient presented at a follow-up in clinic. Upon interrogation, it was reported that the right atrial (ra) and right ventricular lead (rv) exhibited loss of capture and high pacing impedance. It was noted that the cause of the loss of capture of the rv lead was due to the increased threshold. Both of the leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. Final analysis found that a received, a complete lead was returned in one piece. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Upon visual inspection of the lead, there were no anomalies found except for damages that are consistent with procedural damages.